Event description:
The customer called to report no audible tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audio tone during the tone check on self test due to a broken negative transducer wire. The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the motor error alarms.